Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. The nurse reported that have the transfer set accidentally disconnected from the titanium adaptor, the home patient (hp) reconnected himself. There was patient involvement, but there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number. This complaint for a use error-breach in aseptic technique was confirmed; however, no root cause could be determined. A sample was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.